Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided. Ation"

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device has cracks at the display window and the battery tube threads.